Event description:
The patient contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons were unresponsive that morning and all other buttons were functioning as expected. The patient denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons responded appropriately. There was evidence of keypad contamination found under the down arrow keypad button.